Event description:
It was reported that the patient experienced pain at the site of their implantable neurostimulator (ins) since implant. The healthcare professional (hcp) confirmed the patient¿s pain at the generator site and that on exam there was a possible small hematoma. The hcp noted the patient outcome was reported as recovered with permanent impairment. Subsequent information received reported that since implant, the ins site was sore and had a buildup of fluid (seroma/hematoma). The reporter was unsure if the fluid was blood or water, etc. In addition, it was noted that the patient never had therapeutic effect. Specifically, the patient had not noticed any change and that their walking was not getting any better (ins was implanted for their leg). The patient stated that they had met with the manufacturer¿s representative at an appointment a few weeks after implant to see how it was going and was shown a ¿couple of things¿ but they could not remember or know what to do. After synchronizing the programmer with the ins it was determined that the stimulation was on with the settings noted as group a, program 1 at 3.0. There were no other programs set up on group a. On (B)(6) 2015, the patient had concerns with their hematoma that had not shown signs of healing. They had an appointment as last as (B)(6) and was told that it would take 4 to 8 weeks but that it had been eight weeks and was still having the same issues as previously reported and it was not dissipating and lots of blood still there. On (B)(6) 2015, the patient experienced pain at surgical site and they were in so much pain. The patient was considering having the implant removed. The patient was wondering if there was an external device that the patient could wear instead of having and implanted device. It was noted that the trial was very successful. The patient had developed a hematoma which caused discomfort. The patient had been consulting with their physician and they were still determining on what to do with the patient¿s situation. Reprogramming was performed. The patient was given time to heal and the hematoma resolved. The implantable neurostimulator (ins) and leads were removed on (B)(6) 2015. The cause of the event was not determined. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97791, lot# n394982, implanted: (B)(6) 2015, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).